Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient only underwent a revision procedure. It was noted that there was no lead explanted. The patient did not undergo another surgery.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason. No further information could be obtained.